Event description:
This unsolicited device case from united states was received on 15-jan-2016 from a patient. This case concerns a (B)(6) female patient who experienced allergic reaction, it felt like someone was hitting her below the knee with hammer, could not sleep and could not walk/ not been mobile while receiving treatment with synvisc one. No concomitant medication or concurrent condition was provided. The patient had allergy to acetylsalicylic acid (aspirin) and latex. On an unknown date in (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) for knee pain. On an unknown date in 2015, the patient an experienced allergic reaction and had to had fluid removed from the knee after the injection. It was reported that the patient experienced pain in knee and swelling, but could bear weight on the knee. Also reported that it took 10 days for symptoms to resolve. On (B)(6) 2016, the patient received second synvisc one injection and had the same reaction but the symptoms were more severe than the first time. On (B)(6) 2016, the physician removed 150cc of fluid from the patient's knee. It was reported that the physician felt fluid looked "dark" so he was culturing it just in case if there was an infection present. Also reported that the patient's knee was back swollen again and burnt like fire in her knee. On an unknown date in (B)(6) 2016, when the patient tried to put weight on her knee and it felt like someone was hitting her below the knee with a hammer. It was reported that the patient's whole calf was now swollen. On an unknown date in (B)(6) 2016, since having the synvisc one injection the patient had not been mobile. It was reported that the patient received oral steroids for allergic reaction but had stopped them two weeks ago to have allergy testing. On an unknown date in (B)(6) 2016, the patient could not walk due to which she cancelled the allergy testing. It was reported that the patient was going to ask physician if she could restart oral steroids to see if it helps her knee. Corrective treatment: oral steroid for allergic reaction; not reported for "it feels like someone is hitting her below the knee with hammer", "cannot walk/ not been mobile" and "cannot sleep". Outcome: not recovered for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for allergic reaction.

Event description:
This unsolicited device case from united states was received on 15-jan-2016 from a patient. This case concerns a (B)(6) female patient who experienced allergic reaction, it felt like someone was hitting her below the knee with hammer, could not sleep and could not walk/ not been mobile while receiving treatment with synvisc one. No concomitant medication or concurrent condition was provided. The patient had allergy to acetylsalicylic acid (aspirin) and latex. On an unknown date in (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) for knee pain. On an unknown date in 2015, the patient an experienced allergic reaction and had to had fluid removed from the knee after the injection. It was reported that the patient experienced pain in knee and swelling, but could bear weight on the knee. Also reported that it took 10 days for symptoms to resolve. On (B)(6) 2016, the patient received second synvisc one injection and had the same reaction but the symptoms were more severe than the first time. On (B)(6) 2016, the physician removed 150cc of fluid from the patient's knee. It was reported that the physician felt fluid looked "dark" so he was culturing it just in case if there was an infection present. Also reported that the patient's knee was back swollen again and burnt like fire in her knee. On an unknown date in (B)(6) 2016, when the patient tried to put weight on her knee and it felt like someone was hitting her below the knee with a hammer. It was reported that the patient's whole calf was now swollen. On an unknown date in (B)(6) 2016, since having the synvisc one injection the patient had not been mobile. It was reported that the patient received oral steroids for allergic reaction but had stopped them two weeks ago to have allergy testing. On an unknown date in (B)(6) 2016, the patient could not walk due to which she cancelled the allergy testing. It was reported that the patient was going to ask physician if she could restart oral steroids to see if it helps her knee. Corrective treatment: oral steroid for allergic reaction; not reported for "it feels like someone is hitting her below the knee with hammer", "cannot walk/ not been mobile" and "cannot sleep". Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for allergic reaction. Additional information was received on 20-jan-2016. Global ptc number and results were added. Text was amended accordingly.